Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, iol opacifications noticed during slit lamp test.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Three photos were provided and a clinical review was conducted. The first photo was an anterior segment photo of an undilated eye. The slit beam was focused on the iris making the view of the lens difficult. The lens appeared yellowed but only a small portion of the lens was in the image. The second photo was an anterior segment photo of an undilated eye. The slit beam was focused on the cornea which appeared to have some opacification. The lens was slightly visible and appeared to have yellowed. The eye is looking slightly up make the image of the lens difficult. The third photo was an anterior segment photo of an undilated eye. The eye was looking down and the slit beam was focused on the cornea, which appeared to have some opacification. There was no meaningful view of the lens. The reported product model and lot number were not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Photos were provided, unfortunately, none of the images gave a good view of the intraocular lens (iol). The photos were focused too anterior and the eye was not dilated. Glistening is a known side effect of company lenses. Fluid-filled microvacuoles can form within the iol material over time. This can potentially alter light transmission and can cause a perception of haze or discoloration. Information was provided that these were historical cases and no further information was available. The manufacturer internal reference number is: (B)(4).